Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 57, 102 mg/dl. Tests were done within 10 minutes with a difference of 40 mg/d. Patient did not experience any adverse events. No further information has been reported.